Manufacturer narrative:
H.6. Investigation: bd received 4 used samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for leakage was observed in 2 of the samples. In those 2 samples, the tip of the non-patient cannula was protruding from the sleeve. Additionally, 10 retention samples from bd inventory were evaluated by draw testing, each used to draw 8 tubes, and the issue of leakage was observed in one of the retained samples. Bd was not able to determine an exact root cause. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "according to the customer's report, during blood collection, blood didn't go through the filter (collar) and leaked. Blood splashed into the holder but there was no exposure of blood to individuals".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "according to the customer's report, during blood collection, blood didn't go through the filter (collar) and leaked. Blood splashed into the holder but there was no exposure of blood to individuals"